Event description:
It was reported that the superion indirect decompression spacer (spacer) patient posted, via social media, that after trying the spacer the patient was left with three holes in patients back. Patient reported that she was informed that she had severe arthritis, and it was not in her best interest to continue. No further information has been obtained despite a good faith effort.